Event description:
Medtronic received information that a ped3 pipeline vantage had braid change of 25-50% distal pipeline fish-mouthing. The implant date was (B)(6)2020. The device was successfully implanted and wall apposition was achieved. The patient was originally treated for two aneurysm. Aneurysm_number: 1; side (hemisphere): right, location (vessel): internal carotid artery (ica); specify segment of ica: c6; location of aneurysm in vessel: sidewall; aneurysm morphology: saccular; maximum aneurysm diameter: 7.7mm, aneurysm dome height: 5.1mm, aneurysm dome width: 6mm, aneurysm neck size: 4.6mm, parent artery diameter distal to aneurysm: 3.3mm, parent artery diameter proximal to aneurysm: 3.6mm; significant stasis at the end of the procedure; complete neck coverage at the end of the procedure, raymond and roy occlusion was class 3 at the end of the procedure. Aneurysm_number: 2; side (hemisphere): right; location (vessel): internal carotid artery; specify segment of ica: c6; location of aneurysm in vessel: sidewall; aneurysm morphology: saccular; maximum aneurysm diameter: 1.3mm aneurysm dome height: 1mm aneurysm dome width: 1.3mm aneurysm neck size: 1.3mm parent artery diameter distal to aneurysm: 3.3mm parent artery diameter proximal to aneurysm: 3.6mm; no stais at the end if the procedure, raymond and roy occlusion was class 3 at the end of the procedure. Additional information received reported that per the aneurysm study device crf, the pipeline vantage device was successfully implanted at the end of the procedure on (B)(6)2020. Subject was discharged to home/self-care on (B)(6)2020.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.